Event description:
It was reported that approx. 41 months after the implantation increasing lead impedance and threshold were noted. The lead remains implanted and active and will be monitored. No adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been carefully analyzed. The analysis of the available trend curves confirmed a gradual increase of pacing impedance from 300 ohms in (B)(6) 2013 up to approximately 950 ohms in (B)(6) 2016. Furthermore the pacing threshold showed varying and increasing values between (B)(6) 2013 and (B)(6) 2016, consistent with the observation reported in the complaint description. Without further information no definite conclusion regarding the root cause of this observation can be drawn. An analysis of the lead would be necessary for a root cause investigation. However, as calcification is known to cause high impedance, the development of calcified adherence on the lead tip should be taken into consideration. Should additional information or the device itself become available for analysis, the investigation will be updated.